Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended.

Event description:
Customer reported the system had no power to the mainframe after the workstation boots. No patient injury was reported.